Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed technical failure codes 300 and 545. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation; however, a review of the device logs confirmed occurrences of tf 300, tf 400, and tf 545. The customer was advised to conduct the insp block/valve test, which yielded normal results, signifying no leakage. A total of ten restarts were executed without the reappearance of tf 300, tf 400, or tf 545 alarms, leading to the conclusion that the issue was a singular event. As a precaution, the customer has ordered a replacement inspiration block to resolve the reported alarms.